Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow up post implant procedure it was suspected that the right ventricle lead perforated. Pericardial fluid accumulation was found. Surgical intervention was performed to exchange this right ventricle lead for a new lead. No further adverse patient effects were reported. This lead has since been received for analysis and the investigative results are as enclosed.